Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to the MFR report # 2242352-2012-00938 for related report.

Manufacturer narrative:
The device was received at the factory for eval. It shows signs of clinical usage and little evidence of blood. A visual inspection determined that the delivery device was not returned. The seal was located inside the body of the loader and remained anchored to the tension spring. Based upon the eval results, the reported complaint for "failure to deploy" could not be confirmed; however, the complaint was confirmed for failure to load. Investigation date: (B)(4) 2012. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).